Event description:
A review of the pt¿s x-rays confirm the reported complaint. It was reported by the distributor that the pt¿s distal femur jts implant stem has fractured half way up to the proximal tip. A review of the pt¿s x-rays confirms the reported complaint.

Manufacturer narrative:
The explant has been requested to be returned to the MFR for eval. The complaint investigation is ongoing; a supplemental report will be provided when further info is available. Please note that the custom jts extendible distal femur replacement implant is similar to the jts extendible distal femoral implant ((B)(4)).